Manufacturer narrative:
(B)(4).

Event description:
The complaint states that there was an early sensor expiration. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that there was an early sensor expiration. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.